Event description:
It was reported that the patient experienced an occlusion alarm during use of a cleo® 90 infusion set. The patient was attempting both basal and bolus delivery when the alarm occurred. Troubleshooting with the distributor did not find the cause of the occlusion alarm. The patient's blood glucose levels peaked at the 300 mg/dl range at the time of the event. To address the high blood glucose levels, the patient changed the site and administered a manual inject. The patient did not test for ketones. No permanent injury was reported.